Manufacturer narrative:
(B)(6). Device code relates to problem code for the investigation result of balloon pinhole. Investigation result: a visual examination of the complaint device revealed that the device did not have any visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge and there were no abnormalities found. Functional analysis was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole found near the proximal ro marker. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2018-02554 pertains to the first hurricane rx dilation balloon and manufacturer report # 3005099803-2018-02555 pertains to the second hurricane rx dilation balloon. It was reported to boston scientific corporation that the two hurricane rx dilation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with bile duct stricture dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon failed to inflate. Reportedly, the balloon was then removed from the patient and was re-inflated; however, there were holes found in the balloon. The same issue occurred with the second device, and the procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event (see block for investigation details).